Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, it was observed that the drip chamber had collapsed; therefore, the incident could be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: though the incident could be verified based on the photo, a sample would be needed to conduct an investigation and determine the root cause. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets were damaged and leaked. The following information was provided by the initial reporter: material #: unknown, batch #: unknown. It was reported the vented chamber collapses on itself.